Manufacturer narrative:
The insulin pump was received with blank display due to corroded all electronic assemblies. It also had moisture damage on motor home switch. It was unable to verify the unresponsive button due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that buttons stopped responding after the customer jumped in the pool with the insulin pump. During troubleshooting; they were unable to perform the self-test or check the alarm history. Customer's blood glucose value was 69 mg/dl; treated with food. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.